Event description:
It was reported that the patient presented for initial implant. During the implant, the pacing impedance was low. After re-positioning the device, the physician had difficulty releasing the device from the catheter. Once released, it dislodged from the heart's wall. The device was retrieved, and upon inspection its helix was noted to be stretched. A new device was then successfully implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of docking issue, low pacing impedance, were not confirmed. The reported event of stretched helix was confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was out of specifications. The elongation of the helix was consistent with implant damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed pli measurements which showed normal device characteristics without any anomalies contributing to reported event of low pacing impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.